Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 25.6mmol/l with extreme thirst. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter stated that the basal delivery totals in the total daily dose history did not match the active basal program total. No known cause for the discrepancy could be identified. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a basal history/settings discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the black box indicated that last basal delivery occurred on (B)(6) 2015 and the last bolus delivery occurred on (B)(6) 2015. The black box indicated that insulin delivery was interrupted on (B)(6) 2015 from 14:07 to 14:40 due to a cartridge change. The black box also indicated that on (B)(6) 2015 at 19:07 the pump emitted an ¿exceeds max 2 hour limit¿ warning and deliveries resumed at 19:40. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2unit per hour basal rate and at the end of testing, the basal history correctly showed 2units per hour and the total daily dose correctly showed 48units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.